Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: the reported event was not reproduced. This device met specifications. Visual inspection shows the returned device had no mechanical damage. When the activation button was pressed, rf energy was output. The seal was completed without any errors or messages being displayed. No device problem was identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal did not output. The issue was found during a therapeutic total laparoscopic hysterectomy and completed using a back up device. There were no reports of patient harm.